Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this previously capped right ventricular (rv) lead was part of a system revision due to infection. Reportedly, a vegetation built up on leads causing the need for the system extraction. There was no additional adverse patient effects were reported. The previously capped right ventricular (rv) lead remains surgically abandoned.